Event description:
The pt's mother reported on (B)(6) 2015 her son activated a new pod on his thigh and after wearing the pod the site became red, painful, irritated, there was pus coming out and that it was in the size of a dime. She took him to the doctor who prescribed him with an antibiotic and ointment for his local inflammation.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the pt's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria. See scanned page.